Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 26 mmol/l and a high ketone level; cause was unknown. Customer administered a manual injection and bolus and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies.